Manufacturer narrative:
Note: product reference 4430000 is not cleared for sales in the USA, but it is similar to the product reference cleared. Under #510k130576. Device history record: as the batch number is unknown, no batch record review can be performed. Summary of investigations: the device or the x-ray pictures were not returned for investigation. Complaints database review: the complaint data base was verified: no significative increasing trend for this type of incident has been highlighted. Root cause: without the complaint sample, the batch number and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Vein thrombosis is a known complication of the access port implantation, taken into account in the IFU. Several factors could be at the origin of thrombosis: trauma to the vein, catheter tip placed to high in the svc, patient hyper-coagulability, vein diameter too small compared to the catheter diameter (child, teenager ) patient treatment. Conclusion: vein thrombosis is a known complication of the access port implantation, considered in the IFU. This is a very rare incident (0.0005%), no corrective action is envisaged.

Event description:
After received chemotherapy, swelling of the left arm also overheated. Sonography. Catheter associated thrombus in the medial section of the left subclavian vein.